Event description:
Immediately following the procedure, I have had constant abdominal pain, especially on my right side (particularly in the area of my fallopian tubes. Extremely bad cramps and heavy periods, even though I was to have an ablation procedure done at the same time. I have expressed concern to several doctors I believe all of these medical issues are due to the essure procedure. I have recently been informed I may have a tear in my abdominal wall. And plan on having a hysterectomy to remove the essure coils